Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was not confirmed. The export file was examined. No screw were drilled and no deviation occurred. Analysis reviewed all available information and could not reproduce the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a scan <(>&<)> plan case, there were good images from the o-arm, but the entire bottom portion of the sacrum was cut off when sent to the guidance system. New o-arm images were taken and transferred to the guidance system and the bottom of the sacrum was not cut off.  During the procedure, the surgical arm was sent to the s1 trajectory on the right side and the surgeon believed the trajectory was one inch inferior.  The surgeon believed they were on s2. S1 was the only trajectory the surgical arm was sent to. No troubleshooting was done during the procedure. The surgeon decided to abort the use of the guidance system and complete the procedure with navigation. The cause of the deviation was unknown. There was no patient harm and the procedure was delayed less than an hour.